Manufacturer narrative:
Related lvad pump and death is reported under MFR# 2916596-2023-07034. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on comfort measures due to tricuspid valve dysfunction, ascending aorta replacement, left axillary impella 5.5 removal, and sternal plating on (B)(6) 2023. The patient had right ventricular assist device (rvad) placed on (B)(6) 2023. The patient went to cardiovascular intensive care unit (cvicu) postoperatively. The patient experienced some post-operative bleeding requiring transfusion of multiple blood products, but this resolved adequately by postoperative day (pod) 1. They were successfully extubated on pod 1 as well. They remained hemodynamically labile requiring the initiation and titration of vasoactive infusions and optimization of fluid status through the use of IV diuretic. On pod 2, they patient developed a fibrillation with rapid ventricular response (rvr) and amiodarone was initiated. Due to inadequate renal clearance and a need for further fluid removal, nephrology was consulted, and continued renal replacement therapy (crrt) was initiated on pod 2. Throughout the next several days, patient remained hemodynamically stable, and attempts were made to increase ambulation and physical rehabilitation to pre-operative levels. Patient had been demonstrating a flat affect with reduced interest or willingness to participate with prescribed therapies. Due to failing an slp swallow evaluation, supplemental nutrition was provided through enteral access obtained with keofeed tube. The patient demonstrate improvement in hemodynamic and fluid status and crrt was discontinued on pod 5. Further medication adjustments were made, and attempts initiated to gradually wean rvad support with hopeful progression to decannulation. After some initial progress, the patient demonstrated a decline necessitating re initiation of crrt on pod 11. The patient had begun expressing to nursing staff that they were "done" and "wanted to die." While he was alert and interactive, the patient was often intermittently confused and disoriented; due to these factors, the extent of their decisional capacity was uncertain. However, as they continued to express these sentiments, conversation with their family members was facilitated and meetings set up with acute heart failure (ahf) and the palliative service to discuss options and next steps. After an initial plan resulting from a meeting on pod 13 to allow for 48 hours of continued treatment with attempts to wean from rvad support, a subsequent meeting was held on pod 14. At this time, patient and family were informed of potential options regarding ongoing treatment and the decision was made to transition to comfort-focused care. Medications were administered per comfort care protocol and the patient was pronounced deceased at 17:12 on (B)(6) 2023. Rvad was placed on (B)(6) 2023; protek was used via centrimag circuit.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events and the centrimag blood pump could not be conclusively established through this evaluation. The centrimag blood pump was not returned for evaluation. The lot number or other identifying information of the product was not reported and was not able to be determined during the investigation. The current us (united states) centrimag blood pump instructions for use (IFU) (rev. B) lists bleeding, cardiac arrhythmias, renal failure/dysfunction, neurological dysfunction, and death as adverse events that may be associated with the centrimag circulatory support system under ¿adverse events¿. This IFU also provides the following warnings and cautions: IFU warning #7: it is intended that systemic anticoagulation be utilized while this device is in use. Anticoagulation levels should be determined by the physician based on risks and benefits to the patient. IFU warning #10: frequent patient and device monitoring is recommended. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2023-07034. It was reported that the patient passed away on comfort measures on (B)(6) 2023. The patient had right ventricular assist device placed on (B)(6) 2023. On (B)(6) 2023, they underwent heartmate 3 lvad insertion, tricuspid valve repair, ascending aorta replacement, left axillary impella removal, and sternal plating. The patient went to cardiovascular intensive care unit (cvicu) postoperatively. The patient experienced some post-operative bleeding requiring transfusion of multiple blood products, but this resolved adequately by postoperative day (pod) 1. They were successfully extubated on pod 1 as well. They remained hemodynamically labile requiring the initiation and titration of vasoactive infusions and optimization of fluid status through the use of IV diuretic. On pod 2, they patient developed a fibrillation with rapid ventricular response (rvr) and amiodarone was initiated. Due to inadequate renal clearance and a need for further fluid removal, nephrology was consulted, and continued renal replacement therapy (crrt) was initiated on pod 2. Throughout the next several days, patient remained hemodynamically stable, and attempts were made to increase ambulation and physical rehabilitation to pre-operative levels. Patient had been demonstrating a flat affect with reduced interest or willingness to participate with prescribed therapies. Due to failing an slp swallow evaluation, supplemental nutrition was provided through enteral access obtained with keofeed tube. The patient demonstrate improvement in hemodynamic and fluid status and crrt was discontinued on pod 5. Further medication adjustments were made, and attempts initiated to gradually wean rvad support with hopeful progression to decannulation. After some initial progress, the patient demonstrated a decline necessitating re initiation of crrt on pod 11. The patient had begun expressing to nursing staff that they were "done" and "wanted to die." While he was alert and interactive, the patient was often intermittently confused and disoriented; due to these factors, the extent of their decisional capacity was uncertain. However, as they continued to express these sentiments, conversation with their family members was facilitated and meetings set up with acute heart failure (ahf) and the palliative service to discuss options and next steps. After an initial plan resulting from a meeting on pod 13 to allow for 48 hours of continued treatment with attempts to wean from rvad support, a subsequent meeting was held on pod 14. At this time, patient and family were informed of potential options regarding ongoing treatment and the decision was made to transition to comfort-focused care. Medications were administered per comfort care protocol and the patient was pronounced deceased at 17:12 on 15sep2023. The death was not considered to be device related. The device reportedly operated as expected.